Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value was not known. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and was admitted to the intensive care unit with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin and was discharged 5 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.